Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 27 months post-op the patient underwent a removal of the hardware due to an increase in pain. It was noticed that the screw was broken and a portion of the screw could not be retrieved from the patient's bone.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.